Manufacturer narrative:
In follow up with a medela clinician on 7/29/2016, the home health rn clarified that the pump would alarm canister full and the wound dressing would come off. The patient was then sent to the hospital due to wound deterioration and the patient was admitted with osteomyelitis. The home health rn noted that no bone was exposed in the wound base. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
The health care professional reported to medela on (B)(6) 2016 that the patient had an air leak in the system and was sent to the hospital, where the patient was admitted with osteomyelitis.

Manufacturer narrative:
The product was received on 8/9/16 and evaluated by quality engineering on 1/20/17. The  evaluation revealed that the pump passed all functional tests and operated within specifications.